Event description:
It was reported that there part failed inspection. It was missing blade screw. There was no surgical information available. This report is 1 o 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item. The customer reported the blade screw was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: blade screw. This item was repaired, passed final inspection and returned to the customer. Device instrument and is an is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.